Manufacturer narrative:
This report was originally submitted in november 2015. (B)(6) notified us that the initial report was missing for this submission on september 11, 2020, and asked us to resubmit the report with "initial" checked off (f7).

Event description:
Client was being lifted when the lift failed, the individual dropped approximately 1" onto a chair.